Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer states they took the device out of their pocket to bolus it, but it was unresponsive. The battery was changed but the screen started to count down, faded out, made a loud noise and no display. Customer states the insulin pump was not dropped or bumped. Customer was advised to insert a new battery but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.